Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the customer informed the technical support engineer (tse) that left and right images of the 30-degree endoscope were flipped. The tse explained the endoscope orientation and advised the customer to correct the flipped image. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was resolved after reseating the endoscope. The issue did not result in patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30-degree endoscope plus, however, failure analysis has not completed their investigation as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
The 30-degree endoscope was analyzed and was tested and placed on an in-house system or equivalent for functional testing and failed due to an electrical failure. Additional observation(s) related to the reported complaint states that the endoscope was tested and placed on a camera attenuation tester to measure transmittance but it failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. An additional finding that was unrelated to the reported complaint was that the endoscope had a camera instrument adapter defect. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope also had cosmetic damage. The endoscope cable integrated connector housing exhibited discoloration. Moreover, the endoscope cable integrated connector had mechanical damage, such as scratch marks, indentations or broken or missing pieces located at cable connector proximal end. The endoscope cable was visually inspected and found with a defect near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.